Event description:
New information notes that the patient presented with their right atrial lead with non-capture and intermittent sensing. Chest x-ray confirmed that the lead had dislodged. Patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead dislodgement was observed on the right atrial lead. The lead was capped and replaced on (B)(6) 2020.